Event description:
Consumer complaint of "hi" blood result. Expected blood glucose results fasting range from 130 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test strips do not have proper storage. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 06/30/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: "hi" (B)(6) 2015, 11:39am; 143mg/dl, (B)(6) 2015, 07:57am; 137mg/dl, (B)(6) 2015, 04:52pm; 103mg/dl, (B)(6) 2015, 12:12pm; 332mg/dl, (B)(6) 2015, 07:28am; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has high glucose value. Product codes updated. (B)(4).

Event description:
Consumer complaint of "hi" blood result. Expected blood glucose results fasting range from 130 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed during call since test strips do not have proper storage. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 06/30/2015 and open vial date is 04/10/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.